Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead exhibited high, out of range pacing impedance greater than 3,000 ohms, loss of capture, over-sensing of noise. There are several episodes of noise over-sensed by the device recorded and revoked during provocative maneuvers. Xray images were acquired and an underling fracture near clavicle was visible for both ra lead and the rv lead. The future plan is to perform surgical intervention. At this time both leads remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.